Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found expired in prison. The cause of death is unk. The family refused an autopsy and the funeral has been conducted. Upon investigation, it appeared that there was an acute flow drop at <2.5 liters with decrease in power and pl. This went on for about an hour and then it appears that the pump stopped. He was found dead the next morning.

Manufacturer narrative:
The MFR was advised that the family refused an autopsy and the funeral has been conducted, therefore, the lvad pump will not be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.